Event description:
We had replaced this anesthesia delivery unit (adu) two days before this event. We did our standard machine checkout in the morning and everything checked out satisfactory. We brought out open heart patient to or, attached our monitors, and did our induction of anesthesia. After the patient was intubated we attached him to our ventilator and noticed that we did not have any end tidal co2, tidal volumes, or anesthetic delivery agent showing up on our monitor. This of course can happen for other reasons. We auscultated the patients lungs and knew that the patient had been successfully intubated as we had used the glidescope (so we had visualized the endotracheal tube passing thru the vocal cords on the screen attached to the glidescope). Please note that this patient had the potential to be a very difficult intubation. We did quickly get our portable etco2 monitor to monitor etco2. After we determined that the patient was safe, we tried to replace the gas module (that gives us all of this information) and we immediately called biomed to take a look at the machine. In the meantime we had to tell our open heart surgeon that we would have to delay the start of the case until we either got the current machine operating correctly or we brought in a new machine. Thankfully I had another crna, mda, and anesthesia technician to help me get a new anesthesia machine into the room. Had this been on a weekend or off shift when we have limited staffing the potential for harm to the patient would have been much higher. This was not easy to transfer machines while the patient was asleep and required extensive monitoring. We got a new adu into the operating room after the patient was hooked up to an auxiliary monitor and was attached to an ambu bag and 100% oxygen and was hand ventilated until we got the new machine into the or. The malfunctioningmachine was immediately taken to be checked out by biomed. Subsequently the new machine that they brought in to replace the malfunctioning machine also had a circuit board that ended up needing to be replaced after our case was done. In the open heart room we have multiple tv monitors that show our vital signs so that the perfusion team, physician assistants, and surgeons can see exactly what is happening with the patients vital signs at any second based on how they are manipulating the heart. The 2nd machine would not display the vital signs onto the monitors. Biomed was able to configure something temporarily to get us thru the case and then replaced the circuit board after the case was over. Biomed assessment: the monitor (datex ohmeda adu) was intermittently displaying" gas measurement removed" which prevented any etco2 measurements from being displayed on the adu. Biomed replaced the gas module during the procedure but it did not remediate the problem. The adu was removed for service and the error logs were checked which did not indicate any specific error codes that would identify the cause of problem. After the machine was powered off and brought in to biomed the problem could not be duplicated. Biomed contacted ge tech support and followed and performed all the recommended testing procedures and self diagnostics. The cause of the problem could not be identified. Ge tech support thinks it's possible that resetting the power to the machine by turning the monitor off and then on again cleared the problem and was a temporary software glitch. The 2nd adu that was brought in as a replacement for the machine noted above was monitoring the patient and delivering anesthesia properly itself but it was not sending data and waveforms to the slave displays in the room which are also viewed by the surgeon and perfusionist. The problem was caused by a faulty output display board (bdisp) which was replaced after the procedure and resolved the problem with the machine. No harm to patient.